Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube. Insulin pump passed self-test and unexpected error alarm test.

Event description:
It was reported that the customer had a button error alarm and an unexpected restart alarm on the insulin pump. Customer stated that the insulin pump was in her bra. Customer received a button error and attempted to fix it by taking the battery out and putting in a new battery. This caused the unexpected restart alarm. Customer's blood glucose level was 5.0 mmol/l. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.